Event description:
It was reported that a trauma pt underwent bedside insertion of ivc filter. Upon deployment of the filter, 3 of the prongs appeared to have been caught in the sheath. There was subsequently difficulty deploying the filter. After manipulation of the filter and wire the deployment of the filter was able to be completed. However 3 of the prongs of the filter remained entangled. Although imaging studies revealed the filter to be in good position, and the involved healthcare providers were of the opinion that it was not likely that the filter would migrate, there was concern that for prevention purposes the filter may not have been satisfactory. The pt was subsequently taken to interventional radiology for removal of this device and successful placement of another. Reporter indicated the filter was manufactured by bard, however, no info was provided regarding catalog # or brand name.